Event description:
The customer contact reported that during testing at the user facility, the device alarmed with a whitescreen error. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found at power up, the device displayed a whitescreen error without an audible alarm tone. The probable cause was due to a loose ribbon cable connected to the front display on the uic (user interface controller). The loose cable does not trigger an alarm condition. The cause of the loose cable could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.